Event description:
I had knee replacement (B)(6) 2017. Began experiencing pain like it would never heal. In 2019 orthopedic surgeon said revision surgery was needed because the cement was not adhering to the prosthetic. Had revision done (B)(6) 2019. Still in pain. Please help. This was klassic total knee replacement from total joint orthopedics. Cement loosened on tkr; this prosthetic needs to be investigated. The FDA should not have approved 510(k) number k183596. FDA safety report ID# (B)(4).